Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that e-200 was unable to power on and replaced it. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the e-200 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that e-200 generator powered off suddenly and could not power on anymore. The customer checked the power cord connections and circuit breaker, but no issue was found. The surgeon elected to use another vision side cart (vsc) to continue with the procedure. There was no reported injury.